Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty o2 blender. The o2 blender was replaced as well as the internal battery. The user verification procedure was run and the unit is meeting factory specifications. In the event additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that during the user verification test the unit fails the o2 calibration. There was no patient involvement at the time of the incident.